Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a ¿sensor has expired¿ message was received on the adc freestyle libre 2 sensor. The customer was unable to obtain glucose readings and as a result, the customer experienced symptoms described as "tingling on the lips", dizziness, and sweat fracture. The customer was unable to self-treatment and the daughter provided dextrose, juice, and plenty of water as treatment. There was no report of death or permanent impairment associated with this event.